Manufacturer narrative:
This report is filed june 23, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient was hospitalized for a duration of two days in (B)(6) 2016 (specific date not reported) due to vertigo and headaches experienced with and without device use.